Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units screen flickers.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units screen flickers. There was no patient involvement.

Manufacturer narrative:
Corrected data: (clinical & impact).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display, mount & cable receiver and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.